Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info. Customer will not release device for investigation. Photographs requested.

Event description:
The customer reports via medwatch submitted to miltex that a pt was undergoing surgical procedure for anal fistula. During the procedure a rectal probe was used and the distal end of probe broke off into the pt. The surgeon was unable to retrieve the foreign body and it remains in the pt. The foreign body was confirmed by x-ray. Post operative x-ray the same day. The user reports the approximate age of device is 6 years. No serious harm to pt per customer.